Manufacturer narrative:
Block b3: exact date unknown, event occurred few weeks prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient was experiencing loss of coverage and the patient's implantable pulse generator (ipg) was not holding a charge. It was also stated that the patient one of the patient's leads had three contacts out. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads. The patient was doing well postoperative and the explanted ipg was retained by the medical facility and will not be returned.